Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Review of the patient's merlin.net transmission revealed the right ventricular lead exhibited noise with noise reversion episodes. The noise could be reproduced in clinic with isometric testing in both configurations. The device was reprogrammed and the patient would continue to be monitored.

Event description:
New information reported on (B)(6) 2018 noted that the patient was doing well post reprogramming.